Event description:
It was reported that the patient presented in clinic for initial implant procedure of a right ventricular leadless pacemaker with the use of a delivery catheter on (B)(6) 2026. On the following day post implant, the patient deceased due to an unknown cause.